Event description:
On march 12, 2012, the lay-user/patient contacted animas alleging that keypad up arrow button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(6): evaluation revealed that the up arrow keypad button was intermittently responsive and required excessive force to activate a response. Evaluation revealed that the keypad rubber was intact. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed the battery cap had stripped threads and a discolored/faded display screen, which has no effect on insulin delivery function. Unrelated to the complaint, all keypad buttons emblems were worn off.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.